Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be in involved confirmed the report on blue hook separation from the loading catheter. The device return included the loading catheter with only one blue hook attached, two-way handle, trigger cord attached to the barrel with five (5) bands (four (4) black and one (1) amber band) and irrigation adapter. It was observed that one (1) black band had been deployed and was not included in the return of the device. During a visual inspection of the loading catheter, it was observed that one (1) of the two (2) blue hooks on the loading catheter had separated from the catheter tubing and was not included in the return. The other blue hook was attached to the other end of the loading catheter. It was also observed that the attached blue hook had stretched. A destructive test was performed on the catheter side that the second blue hook remained attached. The blue hook detached from the catheter within the minimum requirement. A dimensional inspection was performed on a section of the catheter. The outer diameter was in specification. The inner diameter was measured in specification. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the condition of the blue hook (extremely stretched) in the returned device indicates that the device received more force than intended. The most likely cause for the reported observation was the device received excessive force during handling and/or use. If the knot and the hook are placed closer than two (2) cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately two (2) cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. An evaluation of the returned device showed that one (1) black band had deployed prematurely and was not included in the return of the device. Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "when they were setting up the loading catheter, the blue hook on both ends failed to work properly. One hook broke off [blue hook separates from loading catheter]. When they were pulling [the loading catheter] through the endoscope, the other end opened up/straightened out. Another device was used for the procedure." The device was evaluated on (B)(6) 2017: it was observed that a band had prematurely deployed prior to use. Additional information received on (B)(6) 2017 from the district manager: the band must have been dislodged when the loading catheter failed.